Event description:
It was reported via a call report from the rn to the clinical support specialist (css) that while in the operating room, the intra-aortic balloon (iab) was inserted through the teflon sheath via the femoral artery when coming off bypass surgery. The first he (helium) loss alarm was due to the md having clamped the gas tubing with a "kelly clamp" to the sterile drape. After resolving this, the pump alarmed with another he loss alarm within about 10 -15 mins. The pump alarmed he loss again within approx 6 - 7 mins. According to the rn, the pt (pt) isn't morbidly obese. The rn was unsure about the angle of insertion, no blood was noted in the gas line tubing and the heart rate was approx 80. The md stated that the pt does not have tortuous anatomy. The rn also relayed that there was no drop in the balloon pressure waveform (bpw) baseline. The rn stated that they are attempting to close the chest and transfer to cardiac care unit. The css explained to the rn, that there is a probable kink somewhere in the iab either at the insertion site or could be tortuous anatomy. The css instructed the rn to attempt to pull traction on the iab or elevate the insertion hip to hyperextend the groin once the pt was transferred to the unit. The css also asked that if the alarm becomes more frequent, the rn should call the css back as it could be a possible intra-aortic balloon (iab) rupture. The css was unable to obtain serial numbers due to operating room environment and point of procedure. The css did not receive any call backs. No medical/surgical intervention needed. There was no delay in therapy or interruption. There was no report of pt death or injury. The pt outcome is okay with no complications. Add'l info rec'd on (B)(6) 2011 from the rn stated that it was learned that the iab and teflon sheath were removed as one unit. Upon removing the unit, the staff realized the iab had never passed completely through the sheath. The md held off replacing the iab to see if the pt would stabilize. The pt stabilized and is okay.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.